Event description:
It was reported that this device system was explanted due to infection. A new device system was implanted a few days later. No additional adverse patient effects were reported. The device remains in hospital's possession.